Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing found internal shorts between the conductors due to the procedural damage to the inner insulation. No indication of conductor fractures was found.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited failure to capture and failure to sense. The ra lead was replaced and the procedure continued with the new lead. The patient was stable throughout.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited failure to capture and failure to sense. The ra lead was replaced and the procedure continued with the new lead. It was noted that the new ra lead exhibited failure to sense and high capture threshold, however physician elect to continue to implant the new ra lead. The patient was stable throughout.